Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 04 jun 2020.

Event description:
The customer reported the unit is not switching on. The field service engineer (fse) visited the site and found the ventilator physical condition was very bad. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The fse confirmed the customer is processing for scrapping of ventilator.